Event description:
It was reported that the insulin gauge was inaccurate. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level ranged from 70-134 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.